Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "gas loss" alarm sounded from the pump. Blood was noted in the tubing approx. Three hours after the "gas leak" alarm sounded. The iab was removed and a second was inserted into the patient without a problem. On 10/31/96, datascope was notified that the patient expired on 9/28/96 at 12:20 after dnr and withdrawal of supports (vent, iabp, meds). Event complications: unk - reported 10/2/96; none - reported 10/31/96. Patient's current status: expired - rpt'd 10/31/96.